Event description:
It was reported that a patient with pseudoarthrosis underwent a balloon kyphoplasty procedure (bkp) at l1. During the procedure, cement was injected successfully as a two-stage process. Sixty-six days post-op, it was found that the cement was cracked inside the treated vertebra and fragment(s) migrated anteriorly. The patient reportedly complained of back pain and was prescribed bed rest and external fixation. No further information was reported.

Manufacturer narrative:
(B)(4). Imaging interpretation: "films are provided that include two ap views and two lateral views. The initial ap and lateral views appear to suggest adequate kyphoplasty at l1 with cement within the l1 body. The second lateral view appears to show an interval adjacent level fracture at t12 with significant changes in the cement pattern at l1. There has been an interval increased kyphosis through this area. It is possible that there has been an additional fracture of the l1 index level after kyphoplasty with extrusion of cement anteriorly, however, the film quality is poor and the outlines of the bone cannot be easily seen with the red marker obscuring x-ray details. It is of interest that on the initial lateral view the lung base extends to the level below the fracture (l2) while on the second lateral the bases extend only to t11. The cement pattern almost appears to suggest a completely different patient or vertebral body. The final film is an ap view after kyphoplasty has been performed at t12 showing both t12 and l1 stabilized. This view is not accompanied by a lateral view to assess kyphosis correction or body height restoration."